Event description:
It was reported that the pump gave a travel coarse error during testing. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump gave a travel coarse error during testing. The complaint confirmed by checking the alarm history. It is verified that the error is found in the alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The pump is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The main cause of customer¿s complaint was the worn-lout clutch parts. The pump is calibrated and reset to standard configuration.